Event description:
The pt was hospitalized for elevated blood glucose levels and loss of consciousness.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the pt's nurse and indicated that no insulin boluses had been administered for 2 days prior to the hospitalization. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.